Event description:
It was reported that on (B)(6) 2023, the patient underwent an orif surgery for a left distal femur fracture. When the surgeon examined the patient whose condition he had taken over from another surgeon, he found all three ans locking screws (3 out of the 3 inserted screws) had been broken. Reviewing the crs at previous follow-ups, it was confirmed that all three ans locking screws were broken at the time of the (B)(6) 2023 follow-up at the latest. All three ans locking screws has been broken at the contact point with the hole on the medial side of the nail. The affected site is in delayed union. There is no revision surgery to be planned at this point. No further information is available at this time. This report is for one (1) locking screw for im nail ø 5mm/ 80mm/ xl25/ sterile this is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b.: additional pro-codes: hsb, jds d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history lot a manufacturing record evaluation was performed for the finished device product code: 04.045.080s lot number: 713p292 it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23-mar-2022 manufacturing site:jabil grenchen expiry date:01-mar-2032 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.